Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Troubleshooting was done with technical support. Informed the customer that the lamp could be shutting off due to overheating and instructed to check the vent for blockage or dust. No blockage, a little bit of dust. Instructed hoy to replace the lamp and once replaced, leave lamp on for 30 minutes. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source had a main lamp that did not ignite but the spare lamp ignited, and after changing the main lamp the same issue reoccurred. The issue occurred during an unspecified diagnostic procedure. According to the initial reporter, the procedure was completed using the spare lamp, with no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility was performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.